Event description:
It was reported that after a percutaneous transluminal coronary angioplasty with stent implantation through a 6f sized sheath, arteriotomy closure was attempted of the common femoral artery with a perclose proglide device. Reportedly, after advancing the knot pusher down to the knot, the two suture ends (rail and non-rail) were put together, and the knot was pushed down the tissue tract until it was against the superior arterial wall. During removal of the knot pusher, resistance was felt. The knot pusher was pushed and pulled several times for removal. However, during the removal of the knot pusher, the suture broke and the knot was closed on the knot pusher. The suture was removed and manual arterial compression was applied to achieve hemostasis, which caused a clinically significant delay in the procedure. There was no reported adverse patient sequelae. The physician was reportedly trained for a long time in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The perclose proglide device, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned suture trimmer revealed that the pre-formed knot remained lodged in the distal-end. The rail and non-rail ends of the suture had been broken and the remaining portion of the suture was not retuned. The knot was also observed to have been smashed as it was pushed into the distal-end of the suture trimmer. These findings confirm the report of resistance that was felt removing the knot pusher after several attempts. The analysis indicates the suture trimmer was advanced too far causing the knot to become stuck in the distal end and creating the reported resistance. As the suture trimmer with the preformed knot was removed, the suture limbs were broken. This type of damage could contribute to the reported clinically significant delay in the procedure and prevent achieving hemostasis during knot advancement. During testing, proxy suture was loaded onto the suture trimmer and was cut without difficulty. The suture trimmer lever, thumb knob, slider, and trimmer function normally. The analysis did not indicate any evidence of a product quality deficiency. In should be noted that the instruction for use, under smc device placement, states the following during knot advancement: with the rail (blue) suture limb securely wrapped around your left forefinger, place non-rail (white) suture limb between your left thumb and left forefinger. Place both sutures into the suture trimmer by retracting the thumb knob on the handle and using bow-string technique, load the suture into the window located at the distal end of the suture trimmer. Release the thumb knob to load the suture. The suture trimmer should slide easily on the suture. Advance the knot. With the rail (blue) suture limb securely wrapped around the left forefinger, release the non-rail (white) suture limb and place the suture trimmer under the left thumb to assume a single-handed position and complete knot advancement. With the suture trimmer in place, tighten the knot by gently pulling the non-rail (white) suture limb. Hemostasis of the access site is achieved when the knot is fully advanced to the arterial surface, the slack is gently pulled from the knot with the non-rail limb while the suture trimmer holds tension on the rail limb of the suture, and the tissue is in complete apposition. Once hemostasis is achieved, use the suture trimmer to trim the sutures below the skin. While holding constant back tension on the suture limbs, load both limbs into the suture trimmer and advance to the arteriotomy. Trim the sutures by pulling back on the red trimming lever. Keep the trimming lever pulled back during retrieval of the suture trimmer and trimmed suture from the tissue tract. If only one suture limb has been loaded and trimmed, repeat the same technique on the other suture limb. Based on the investigation findings the cause for the report of difficulty removing the knot pusher could not be confirmed. The cause of the preformed knot being returned wedged in the distal-end of the suture trimmer creating the reported resistance and failure to achieve hemostasis, appears to be related to the deployment technique of the operator during use and not a product quality deficiency. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. In addition, a query of the complaint database was performed, which did not indicate any previous incidents reported for difficulty encountered removing a closure device for the lot. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency. .

Manufacturer narrative:
(B)(4).